Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12939. Additional information received indicated the l1 lead migrated as well. The patient underwent surgical intervention on 04 november 2019 wherein both leads were explanted and replaced. Effective therapy was restored post-op.

Event description:
It was reported the patient lost effective coverage due to the t12 drg lead had migrated. Programming was unsuccessful in recapturing pain relief. As a result, surgical intervention is planned to address the issue.